Manufacturer narrative:
It was reported that a revision was needed to replace creo curved rods that were found broken post operatively. The investigation is still ongoing. Nothing could be determined as to the cause of the reported issue.

Event description:
It was reported that a revision was needed to replace creo curved rods that were found broken post operatively. This event occurred in spain.

Event description:
It was reported that a revision was needed to replace creo curved rods that were found broken post operatively. This event occurred in spain.

Manufacturer narrative:
The device was not available for evaluation. The issue reported was of a double rod fracture within a l4/l5 fixation construct. The initial surgery was conducted on (B)(6) 2023. Post-op x-rays of the lumbar spine (ap and lateral, taken on (B)(6) 2023) were provided showing the construct intact with no fractures. It should be noted that a l1/l2 grade 1 spondylolisthesis is present, with a collapsed disc causing excessive osteophytic growth to develop on the anterior and posterior edges of the endplates. This type of pathology, in addition to the lack of boney on-growth of native patient anatomy to the implants, can greatly increase the forces transferred to the construct. Furthermore, a revision surgery to remove the fractured rods was conducted during the month of (B)(6) 2024 (specific day not provided). A video stepping through a coronal CT scan (taken on (B)(6) 2024) was provided. Upon evaluation of the video, both rods were visibly fractured. The fractures on the rods were located where the l5 screw heads meet the rods, leaving larger rod portions attached to the l4 screw heads and smaller portions attached to the l5 screw heads. The l4 screw head/rod portions were oriented toward the right of the midsagittal plane, and the orientation of the l5 screw head/rod portions pointing inward toward the midsagittal plane. It should be noted that when comparing the x-ray and CT images, the l5 screw heads can be seen having relatively maintained their implanted positions after rod failure. The product is within the anticipated risk; therefore, the overall risk of the system has been maintained and will continue to be monitored. No determinations could be made as to the cause of the reported issue.